Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon fired the device across the stomach using seamgaurd with a gold reload for the second firing. He stated that the device fired normal, however, it felt different when he removed it from the site. He always holds at least thirty seconds prior to firing on the tissue and removes the device slowly from the fired position on the tissue. When he observed the staple line the staples on the patient side had one row of staples formed properly and the other two rows did not form at all; on the specimen side all the rows of staple lines were formed properly. The device was not difficult to fire or remove from the tissue nor did he hear any unusual noise. He pulled the stapler and used another like device and fired around that staple line successfully. He used the other two devices that he had originally pulled to assist with the case to complete the procedure with no further issues. He used all gold reloads after that with the devices. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Nicked knife, premature sled movement. The analysis found that the device was received in good visual condition and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned cartridge reload and it fired, and formed all the staples as intended. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. It is believed based on the photographic evidence that this complication experienced while using the subject long60a device with a gold staple cartridge and double buttressing was potentially caused by the inner left side sled rail hitting one of the staple cartridge internal towers. This contact damaged the sled rail enough to prevent the associated double staple drivers from being lifted preventing staple deployment.